Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system output deviated from the set lpm (liters per minute) and fio2 values during a procedure. There was no report of patient injury.

Manufacturer narrative:
H10: the affected device was returned to the manufacturer site and the failure could be confirmed. During functional tests a/d converter fault on air display could be identified. The mass flow controllers and the measuring bridge for air were replaced in order to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.